Event description:
It was reported via a user facility medwatch (B)(4), that a 1 mm tip of a needle broke off in the joint space during a rotator cuff repair. The surgeon tried to locate the tip for 20-30 minutes using the arthroscope but was unable to visualize it. Incisions were closed and the procedure was completed. No further patient information was provided at the time of this report or made available in response to follow-up communication to the initial reporter. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned for evaluation because it was not retrieved from the patient's joint space, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being released instructed the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter.